Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A product experience report received on (B)(6) 2018 stated that this lead fractured resulting in noise on the rv channel and multiple inappropriate shocks. It was also noted that the pace/sense portion of rv lead was replaced with a new brady lead. The physician was dr. (B)(6) at (B)(6) hospital - (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).